Manufacturer narrative:
This MDR report is related to MDR report: 3011468686-2026-00010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of this 30 fr mc3 crescent jugular dual lumen catheter, there was no arterial blood flow despite using high pressures. The cannula was pulled back so that the cannula's arterial opening was in the upper superior vena cava (svc) at which time it had good blood return. When contrast was injected into the cannulas arterial limb, there was a "ragged appearance" of the mid svc and minimal contrast flowed into the right atrium, instead going retrograde up the right internal jugular (ij) vein towards the head. The cannula was then readvanced to get the tip into the inferior vena cava (ivc) and now the arterial portion of the cannula flowed well. At the time of the decannulation, the surgeon noted that the 30 fr crescent cannula was removed by simple traction with no resistance.